Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient was not appeared in pcu station. A technical support specialist advised to change the adt to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system patients was not showing up on the desired unit. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.